Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed due to system error occurring which indicated the writing of the event log was unable to be completed normally. The device's main board was replaced to address the issue. Additionally, the device was cleaned, pressure control valve check, blower motor check, calibration, and final testing was performed to ensure device operated without issue.